Event description:
The customer reported that the spectrum pump alarms constantly. Customer was unable to provide what types of alarms were occurring. No patient injury was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "alarms constantly." The device displayed a constant "downstream occlusion" alarm caused by a failed downstream sensor. This condition is most likely what the reported symptom is referring to and the downstream sensor and pusher have been replaced.